Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Device was received with cracked display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and it could not be cleared. The customer stated she had it in her pocket and it might have been pressed against something. Blood glucose value was 98 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.